Manufacturer narrative:
Reported event:  an event regarding osteolysis involving unknown implant metal head was reported.  Conclusion:  based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant . A full investigation is completed on unknown implant liner and unknown implant shell within the same pi. The device is concomitant because osteolysis was noted only around the shell hence unknown metal head deemed to be a concomitant product. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Rep left a voicemail reporting that the patient's right hip was revised. An omnifit stem, 32mm head, and a 'cup' were revised to a restoration modular stem construct, a femoral head, and a 'cemented cup'. Update 12/march/2021: spoke to rep. Patient was revised due to pain and apparent osteolysis around the shell, intra-operatively, the liner was observed to be worn through nearly to the inside of the shell, and deformed. Upon removing the shell, the patient's acetabulum was noted to be black. The entire construct was revised including a cemented shell. The rep provided an intra-operative picture and a picture of the explants and confirmed that no further information will be released by the hospital or surgeon.